Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# (B)(6) implanted: explanted: product type programmer, patient medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient reporting that circumstances that led to the implant turning on/off by itself sometimes was ¿just sitting on dresser¿ (understood as the controller was just sitting on dresser). The patient didn¿t know what steps were taken to resolve the issue, but noted that they were thinking of getting a pain pump. The issue was not resolved.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that information was received from a patient regarding an external device the reason for call was patient reported their controller kept turning on and off by itself randomly and they saw an unknown device malfunctioning call medtronic message since a few weeks ago, this month. Patient noted they reset the controller to resolve the issue. Patient service specialist helped the patient perform a reset of the controller and confirmed the green light was blinking on the controller when plugged into the outlet. Patient unlocked their controller and noted their controller battery was at 60% and their implanted neurostimulator was at 100%.  Agent reviewed the external equipment was functioning as intended. Agent suggested the patient monitor their device, document any messages that may appear, and call back if necessary.  Troubleshooting resolved reported issue. Patient reported they are having trouble with the implant for about a year. Patient reported the controller keeps going off and they are getting message to call medtronic. Patient stated they have to reset the controller several times. Patient stated the ins sometime turns on and off by itself. Patient stated hcp office told them to call the manufacturer rep. Agent asked clarifying questions and patient said the devices are working fine now. Agent asked patient to connect with controller and controller showed ins 50%, controller 100% charged. Agent recommend patient write down or take a picture of the message they are getting on the controller and call back for assistance. Patient services specialist asked patient to inspect the recharger for damage and patient said there is no visible damage to the recharger. Agent confirmed rtm plug into the controller firm and tight. Patient service reviewed if the issue continue to call patient service for assistance.

Manufacturer narrative:
Continuation of d10: product ID 97745 , serial# (B)(6), product type programmer, patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.